Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that cflex polar head positioner was not holding its position, it was slipping. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The head positioner is designed to position and support the patient¿s head in a variety of surgical procedures including, but not limited to spine surgery. These devices are intended to be used by healthcare professionals within the operating room setting. Upon inspection, baxter field service technician determined that internal parts had developed rust. Three cam systems were replaced by the baxter field service technician. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a unit not holding weight after being locked were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.